Event description:
Customer reported the insulin pump alarmed no delivery during prime. Customer's blood glucose was 144 mg/dl. Customer reported the alarm was resolved with a complete set change, unable to troubleshoot. The insulin pump was working as designed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.